Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The device was not returned for evaluation as it remains implanted the complaint for valve stenosis was unable to be confirmed as no medical report and/or relevant imagery were provided. A review of the device history record could not be performed as no lot number was provided. A review of the instructions for use/training materials revealed no deficiencies. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to insufficient information provided, a definitive root cause is unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in japan, approximately 4 to 5 years later since the tavr procedure for a 26mm sapien 3 valve (approach unknown), stenosis was observed. The vmax was 4.0m/s; however, there was no central regurgitation and no symptoms. The facility was discussing the possibility of a valve-in-valve procedure. Additional information obtained through japan implant patient registry reported that the valve in valve procedure 5 years and 2 months post procedure. A 23mm sapien 3 ultra resilia valve was implanted. No complications were reported.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in japan, approximately 4 to 5 years later since the tavr procedure for a 26mm sapien 3 valve (approach unknown), stenosis was observed. The vmax was 4.0m/s; however, there was no central regurgitation and no symptoms. The facility was discussing the possibility of a valve-in-valve procedure.